Event description:
A sixteen french foley catheter was inserted without difficulty. The return of clear yellow urine was noted and the balloon was inflated with the sterile water that was provided in the kit. Later it was noted that urine was not draining into the bag. Upon inspection, the foley was found to have come out. A new catheter was inserted without difficulty and the drainage of clear yellow urine was observed.